Event description:
In 2003, complainant alleged that they had surgery to have a 9 year old prosthesis removed because it had failed. Twenty years ago pt had a car accident that caused them impotency, after this incident pt has had multiple surgeries due to adverse reactions and device failure. Approx 10 days after this surgery, pt continued with pain and the area was swollen but by mid day their scrotum burst releasing blood and fluid. They contacted their doctor and were advised that if bleeding continued to call 911 or to seek rest. Since no more bleeding occurred, they went home and went to see the doctor the following day. They were admitted in the hospital and had surgery that evening. Next morning they were told by the physician that there was a problem with the connector to the pump, the pump had to be disconnected and capped-off and they would have to wait 6 days for a replacement pump. Pt went back to the hospital for their 3rd surgery and had more swelling and pain. Pt was told that when they tried to install the new pump, they noticed the pump had not only failed but the whole implant had to be removed and replaced because they had problems removing the reservoir. Days later they developed an infection having to be submitted to a 4th surgery, an incision on the scrotum to within one inch from the top of their penis had to be performed. Complainant filed a complaint against american medical systems alleging a malfunction of the device but all their inquiries were denied and neglected by the firm.